Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. No parts were replaced. The patient archive was received and reviewed. The archive had previous registration clear so no registration was available. It was noted that the head frame was present in 3d model and compression of the skin. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. It was reported that after completing the trace registration during the case, all the trace points would turn yellow and the registration would fail. It was noted that the 3d model was good, and the trace points were green while the surgeon was tracing. The medtronic representative on site switched out the emitter, moved the emitter during registration, and removed all metal from the field, but the instruments were tracking without issue and the registration did not improve. The surgeon chose to abort navigation and continued with the case. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.